Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle sensor not being identified by the reader when scanning to take blood glucose level readings. Customer did not exhibit any symptoms, but had contact with a healthcare professional who obtained a reading of 300 mg/dl on a hcp meter treated him/her with "serum". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the reported meter. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test due to the adc freestyle sensor not being identified by the reader when scanning to take blood glucose level readings. Customer did not exhibit any symptoms, but had contact with a healthcare professional who obtained a reading of 300 mg/dl on a hcp meter treated him/her with "serum". No further treatment was reported. There was no report of death or permanent impairment associated with this event.